Manufacturer narrative:
B4: 02sep2021. The customer confirmed the reported issue with the customer. The device was not in use on a patient. No patient or user harm was reported. The customer replaced the graphic user interface to resolve the "alarm light-emitting diode (led) failed", (lcd) dim, and the check mark on the navigation ring intermittent issues.

Event description:
The customer reported an "alarm led failed' error code. The customer identifies the liquid crystal display (lcd) is dim, and the checkmark on the navigation ring is intermittent. The device was not in clinical use at the time of the event. There was no report of patient or user harm.